Event description:
The event occurred on an unspecified date and involved a primary plum set, clave port, clave y-site, secure lock, 103 inch. The reporter stated that the tubing became disconnected at the insertion site of the tubing line; tubing not being sealed at the connector. It was not specified whether there was patient involvement or not; no harm was reported as a consequence of this event. This is report 3 of 3.

Manufacturer narrative:
The actual device is not available for evaluation, however, a sample photo is available; investigation is not yet complete. E1 - additional contact phone number - (B)(6).

Manufacturer narrative:
Photo samples were returned for evaluation, showing the packaging and the tubing separated from the y-clave. No samples were returned for investigation. The reported complaint on the 146870489 primary plum set can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be performed due to the unknown lot number.